Event description:
Pt had very difficult anatomy for advancement of the delivery system through the vessels. Slight manipulation of the device was needed to view the location of the renal arteries before deployment. It appeared a great deal of the tension had developed while advancing the delivery system, such that the top cap removal was difficult. Device had been advanced through the vessels slowly, but as advancing the top cap past the anchoring barbs, under fluoroscopy a slight resistance was noted. Suddenly, the top cap "popped" off. No pt complications resulted and the procedure was continued.